Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the caller to reset the pump, which successfully resolved the issue, allowing the pump to be paired with the mobile app.